Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "product [contained] white hair-like foreign object stuck to it"; "physician removed the foreign object from [redacted device information] and used it reluctantly".

Event description:
Healthcare professional reported unknown side "product [contained] white hair-like foreign object stuck to it. As there are no back up products, the physician removed the foreign object from [redacted device information] and used it reluctantly." Device remains implanted.